Manufacturer narrative:
B3: date of event is estimated. Reporter phone number (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient was having difficulties charging the ipg. Replacing the charger did not resolve the issue. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The event of a charging difficulty was reported to abbott. Replacement charger has not resolved issue, patient describes having difficulty main ring connection between charger and ipg, and excessive time to complete charge. Physician has applied to insurer for replacement ipg. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.